Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was variable. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for extravascular (ev) lead noise oversensing episodes. After analyzing the episode electrograms (egm), it appeared that the episodes could be related to myopotentials. Additionally, ev lead pacing impedance trends showed significant variability. A chest x-ray showed the ev lead remained in place but was noted to be above the left bronchus. The patient was evaluated with continuous fluoroscopy during full respiratory cycles, and a small movement was identified that affected only the tip of the lateral electrode. The ev lead appeared to move significantly upward during another cycle. Upon technical review, the ev lead position had not changed that much, and impedance was within what is considered normal. The ev lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.